Event description:
Additional information received revealed that several arrhythmias were treated with anti-tachycardia pacing (atp) and high voltage (hv) therapy. The physician could not determine whether the rhythm was supraventricular tachycardia or ventricular tachycardia but the device responded as it was programmed. Adjustments to the patient's drug therapy were made and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A ventricular tachycardia episode treated with anti-tachycardia pacing and high voltage therapy was noted. The physician could not determine whether the therapy delivered was inappropriate for the patient. Device reprogramming or an adjustment to the patient's drug therapy is anticipated and the patient was in stable condition.